Event description:
It was reported the patient presented for implant procedure. During surgery, there was difficulty approaching the right ventricle with the right ventricular leadless pacemaker (rvlp). Contrast injection showed the presence of a pericardial effusion. Bradycardia and hypotension developed. Cardiopulmonary resuscitation and pericardiocentesis were performed. The rvlp and delivery catheter were removed and the implant attempt abandoned. The patient was in stable condition after the procedure.